Event description:
In 2006, I was operated on for a broken ankle. One of the medical devices used, in addition to steel plates and screws was the "mimi tightrope." The fiber wire in the device caused a serious infections which resulted in another operation to remove the device and a lengthy period of recovery, requiring infusion of vancomycin over six weeks. The vancomycin destroyed all the good bacteria in my system and made me susceptible to psoriasis, with which I still suffer with. My purpose of reporting this incident is due to the fact that according to my surgeon, there were "two or three" other patients that also had infections. It is my understanding that such medical problems are to be reported. In checking the various sites, I find no mention of problems.